Manufacturer narrative:
Updated awareness date. Device serial number was requested but was not provided.

Manufacturer narrative:
Device serial number has been requested.

Event description:
It has been reported that device speakers are not functioning correctly.